Event description:
The customer reported the alarm is intermittent. The alarm has power and no visual damage to the case. The customer initially stated that the problem was observed during troubleshooting. The customer later reported in 2009, that they found their mother out of bed, and the alarm did not go off. No patient injury was reported.

Manufacturer narrative:
The caregiver was given information on the proper usage of alarms and sensor pads.